Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer stated that they were able to clear the alarm and request to rewind the insulin pump. The customer also reported that self test was performed and it was passed. Based on customer reports the pump error alarm was reoccurred after the self test was performed. The insulin pump will not be returned for the analysis.